Event description:
In this event it is reported that a raypex 6 was giving incorrect measurements. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Investigation results: information provided from complainant via nmpa database: event cause analysis description mentioned by doctor: the engineer of the maintenance department of the hospital inspected the equipment and found that there was damage to the interface of the file clamp line. Conclusion: cable defect - no contact or bad contact in the cable (wear or shock) / sheath of a damaged cable (wear or shock) all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.